Event description:
It was reported the disposable was noted to be leaking heparin from the filter on the tubing. Per reporter the heparin drip was set for 3ml/hr. The defective syringe and the tubing was replaced by the beside rn with a new syringe of d15 with heparin. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: catalog number, lot number, expiration date and UDI number are unknown; h4: device manufacture date is unknown; g5: 510k is unknown.